Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2025. It was reported that a blister formed within the alto main body and occluded the limb; however, it was still patent and there was blood flow through it. The physician ballooned the graft and added a viabahn (non-endologix) stent to open the graft and move it up more. This helped open the limb a bit more, but it was still partially occluded. The final patient status was not reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aortic stenosis is unconfirmed. The blister in the iliac leg of the aortic body and the additional endovascular procedure (addition of non-endologix stent) are confirmed. This is moderately consistent with the reported adverse event/incident. The still photos provided were non contrasted; therefore, the occlusion or stenosis could not be determined. The operative note did not included reference to stenosis or occlusion, but did confirm the additional non-endologix stent implanted. Device, user procedure or anatomy relatedness of complaint could not be determined. The procedure related harm identified was a left groin hematoma (access site complication). The final patient status was discharged on the second post operative day home in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.